Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES system Main 5 Drawer failed, required maintenance and was not detected on bus. The customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction occurred when the user tried to issue medication to patient and caused a delay in dispensing medication to patients since the pharmacist was unable to pull the medication for the two patients and was unable to open the drawer or recover the storage space. The customer had to re dispense the medication from main and send it up. However, there was no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 07-JUN-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the system drawer 5 was off the bus. A Field Service Engineer (FSE) found that the drawer's retractor band was broken. The FSE replaced the retractor band and verified that the drawer was functioning properly. The drawer was tested in diagnostics and by the customer, and all tests passed, resolving the issue. The system functioned as intended after the field service engineer repaired the device.